Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Measuring cell optical failure.

Event description:
The customer received questionable results on estradiol (e2) for three patient samples. The original results were reported outside of the laboratory. A physician requested the samples be sent for further evaluation as the original results obtained were "physiologically impossible based on the patients' clinical pictures". There was no adverse event. All results are in pg/ml. Patient 1: original result was 481, the reference laboratory result was 253. Patient 2, female, date of birth: (B)(6): original result was 445, the reference laboratory result was 227. Patient 3, female, date of birth: (B)(6): original result was 487, the reference laboratory result was 339. The customer had repeated the samples on the same analyzer after the physician questioned the results. The customer stated the repeat results were similar to the original results. No values were provided for these repeats. The e2 reagent lot in use was 16791401, with an expiration date of 11/30/2012. The field service representative determined there was an optical failure of the measuring cell due to normal wear and use. He performed preventative maintenance and the measuring cell was replaced; the fluid flow paths were verified for integrity. He also performed calibration and quality control and they were acceptable to the customer; sample correlations passed. The system was performing to specifications.